Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the stylet was returned in the lead. A deformed conductor coil was present, and a small portion of the insulation near the terminal pin was indented, likely related to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The observed conductor deformity and insulation indentation was likely related to the explant procedure. As the observed damage suspected to be related to explant, the damage is not deemed to indicate a product defect or malfunction

Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead during device implant. A lead conductor fracture and insulation damage were suspected. This rv lead was repositioned during the procedure, however the high impedances remained. No noise or other abnormal measurements were noted. Subsequently, a new rv lead was implanted during the implant procedure, and the attempted lead was returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead during device implant. A lead conductor fracture and insulation damage were suspected. This rv lead was repositioned during the procedure, however the high impedances remained. No noise or other abnormal measurements were noted. Subsequently, a new rv lead was implanted during the implant procedure, and the attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.